Manufacturer narrative:
The service engineer (se) replaced the exhalation valve flow sensor (evq) and performed extended self-testing on the device and all tests passed. Product analysis: an exhalation valve flow sensor (evq) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed and found that the returned component did not have the evq seal, evm seal (diaphragm) or filter. The returned component was installed into a test ventilator for analysis and functionality testing was performed, the ventilator failed flow sensor calibration. The evq was disassembled and contamination on the thermistor and hot film element was found. An investigation was performed and the product analysis technician reported that the root cause was isolated to the contamination. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator failed the graphical user interface (gui) portion of the power on self-test (post). The ventilator was not in use on a patient at the time of the reported event. The evaluation and repair of the device has not yet been completed.